Manufacturer narrative:
Block h6: device problem code 2907 captures the reportable event of sponge detached. Block h10: a visual evaluation of the returned device revealed that only the sponge was returned for analysis and was found broken into pieces. Additionally, the sponge was observed microscopically and it was also found that there are inadequate center-cuts in the sponge. The rx biopsy cap was not returned for analysis. No other issues were noted. The instructions for use (IFU) states that "to insert devices through the biopsy cap, apply water soluble lubricant to top of cap, align the device with the scope inlet and insert slowly in a straight manner. If not properly done, this may cause more friction on the system and may damage the rubber seal or the scope's working channel". Based on the evaluation of the returned device, the inadequate center-cuts through the hole in the sponge most likely contributed to the defect, generating that the sponge dislodged from the biopsy cap. Therefore, the most probable cause for this event is manufacturing deficiency , which indicates that the problem is traced to the manufacturing process. An investigation is in place to address this problem. The device history record (DHR) review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during preparation for the procedure, a needle was used to poke a hole in the rx locking biopsy cap. Reportedly, they felt that the sponge broke into pieces and had moved down the scope channel. Reportedly, a water soluble lubricant was not applied to the rx locking device biopsy cap prior to use. A biopsy forceps was used to remove the broken pieces of the sponge from the scope channel. The procedure was completed using another rx locking device biopsy cap. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during preparation for the procedure, a needle was used to poke a hole in the rx locking biopsy cap. Reportedly, they felt that the sponge broke into pieces and had moved down the scope channel. Reportedly, a water soluble lubricant was not applied to the rx locking device biopsy cap prior to use. A biopsy forceps was used to remove the broken pieces of the sponge from the scope channel. The procedure was completed using another rx locking device biopsy cap. There were no patient complications reported as a result of this event.